Event description:
Reporter stated that on (B)(6) 2012, she used a heating pad she bought from (B)(6). She kept the pad across her stomach and switched it on to middle, unfortunately after a few minutes, she felt no heat, she then turned the pad up to high. After she felt the pad was too hot (overheat) and she removed it by throwing it on the floor and unplugged it. The following morning, she woke up to feel something funny on her stomach area like shingles, redness, and also felt very sick. She went to her doctor who confirmed that she was a second degree thermal burn from the heating pad. She was given a prescription for topomax. She also stated she was made to sign a waiver by (B)(6) without knowing what she signed. She complained she now has a permanent scar in her torso area because of this burn.